Event description:
It was reported that clearlink non-dehp buretrol solution set cracked when the customer squeezed the set to get fluid into the IV set. The malfunction occurred during infusion of normal saline. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.